Manufacturer narrative:
While the complaint device was not returned, the complaint is confirmed through evaluation of a device from the same lot presenting excess grease, which may be a cause or contributing factor to the reported event. One packaged ar-8400obe was received for investigation. The device involved in the alleged event was not returned. The presence of grease was noted on the tip of the device. Grease should only be applied to the shaft of the inner tube. If heated during use, excess grease could darken and present as brown or black particles. The findings on the sealed, packaged device may have been present on the complaint device. The cause is attributed to an internal manufacturing process. An ncr will be initiated to further investigate the root cause.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during an ankle joint arthroscopy brown particles were identified during the procedure. The debris was flushed out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual evaluation, it was noted that the tip of the device had grease on it. The grease should only be applied to the shaft of the inner tube. The most likely cause for the reported failure can be attributed to a manufacturing issue.